Event description:
It was reported that there was foreign matter in the burr. A 1.75mm rotalink plus was selected for use. They were trying to backload the device on to the rotawire that was already inserted into the patient and there were problems of not being able to backload the tip of the burr on to the wire. There was debris blocking the distal tip of the burr. The burr was not able to effectively spin during preparation testing. The procedure was completed with another of the same device. No complications reported and the patient's condition is excellent.

Event description:
It was reported that there was foreign matter in the burr. A 1.75mm rotalink plus was selected for use. They were trying to backload the device on to the rotawire that was already inserted into the patient and there were problems of not being able to backload the tip of the burr on to the wire. There was debris blocking the distal tip of the burr. The burr was not able to effectively spin during preparation testing. The procedure was completed with another of the same device. No complications reported and the patient's condition is excellent.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically exanimated. There are numerous sheath kinks. The coil is stretched and kinked at the handshake connection. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.